Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown glenosphere, unknown. Unknown, unknown taper adapter, unknown. Unknown, unknown humeral stem, unknown. Unknown, unknown tray, unknown. Unknown, unknown humeral bearing, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07440, 0001825034-2017-07441, 0001825034-2017-07439, 0001825034-2017-07443, 0001825034-2017-07444.

Event description:
It is reported that the patient is experiencing unknown complications with his right shoulder. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error